Event description:
I had 20 plus year old saline implants removed due to a leak. I was encouraged to replace with silicone. I was not feeling well with the deflated implant and was diagnosed with lyme disease due to my symptoms. In (B)(6) of 2017 the surgery to remove and replace was done. I haven't felt the same since. I have breathing trouble, constant levels of discomfort in breasts and chest, joint pain, sweating. I was an avid runner pre surgery and have always been healthy and active. I am struggling to keep up. I am meeting with my surgeon today to discuss removal.

Event description:
Add'l info received from reporter on 11/30/2017 for mw5073449: I have had numerous health issues since having cosmetic surgery for breast implants. All while believing they are FDA approved and safe. I have logged into a site of women who also believed these are safe. We are all struggling with the same issues and the one common factor is breast implants. Why isn't the FDA looking at this closer. None of us can get help through insurance these are all out of pocket expenses. I believed that if the FDA approved, they were safe, I would never have gone through this surgery had I known what I know today. Please look closer into this. There are thousands of women who are ill from these and they should not be led to believe they are not without serious health issues.